Event description:
For the past several months, the pt had been getting poor pain relief; no other withdrawal symptoms were reported. The catheter was replaced. The device system was used to deliver morphine 25 mg/dl. Following the replacement, the pt was restarted at a lower dose. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).